Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2010. It was reported that the patient experienced vaginal mesh exposure. It was reported that on (B)(6) 2011, the patient underwent vaginal excision of anterior mesh, cystoscopy, and placement of anterior repliform to repair cystocele. It was reported that on (B)(6) 2013 the patient underwent an excision of stitch granuloma. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04145. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urinary tract infection, urgency, and hesitancy. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced uterine prolapse and dyspareunia.

Event description:
It was reported that following insertion the patient experienced uterine prolapse and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring and other outcomes. It was also reported that the patient underwent mesh revision on (B)(6) 2010 and removal surgery on (B)(6) 2011 and (B)(6) 2013. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04145. The same patient is represented in each medwatch